Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A left atrial appendage (laa) closure procedure was being performed. A versacross connect access solution was selected to be used. The physician positioned the watchman access system (was) in the laa of the patient and then inserted the watchman flx pro laa closure device & delivery system (wds). The closure device was deployed and recaptured four times, but the closure device did not meet release criteria. The physician exchanged the was for a trusteer was and a new 40mm wds. The physician positioned the new was in the laa of the patient and then inserted the new wds. The closure device was deployed twice and met all release criteria. The closure device was successfully implanted in the laa of the patient. During the check of the laa a trace to mild pericardial effusion was noted. The patient remained hemodynamically stable and no intervention or treatment was required. The physician planned to perform a transthoracic echocardiogram prior to discharge. The patient is expected to make a full recovery. The device is not expected to return.